Event description:
The pt reportedly had no lock between the sound processor and the device. The pt was seen at the ctr for device evaluation. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's c1 device was scheduled.